Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09nov2020.

Event description:
It was reported to philips that the device would not activate. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.

Manufacturer narrative:
G4:(B)(6)2021. B4:(B)(6) 2021. Philips field service engineer (fse) was dispatched to the customer site. It was determined that the power management printed circuit board assembly (pm pcba) needed to be replaced to return the device to working condition. The field change order was implemented. The fse replaced the pm pcba to resolve the issue and bring the device back to functionality. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.